Event description:
Report received from (B)(6) stating that the device would not function. The device was being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional info provided.

Manufacturer narrative:
The device was received by depuy synthes. The device was evaluated, and the condition was confirmed. When the motor was plugged into the console, the console displayed an e8 error and would not allow the motor to run. This is indicative of a damaged wire due to handling. The signals being sent to the console are no longer recognized by the console resulting in an error code. (B)(4).